Event description:
It was reported that the doctor introduced the cone to retrieve a filter. He was unable to grab the filter adequately. Each time he tried to lock the cone over the filter he felt resistance. He retrieved the cone to find that the silicone cover of the cone was loose. He put it aside and used another cone successfully to retrieve the filter. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Upon inspection of the returned sample, the handle was bent to approximately a 45 degree angle with a large radius of approximately 6 inches. The urethane cone had fully detached from the stem, 6 claws and 1 pedal. The urethane cone had partially detached from 2 pedals and 1 claw. The urethane cone had been pushed to one side and was only being held on by the 2 remaining claws. Two of the claws and 1 pedal appeared to be bent backward further than the rest. All measurements taken were within specification. The result of the investigation was confirmed for the urethane cone separating from the claws, root cause unknown. It is unknown if patient and/or procedural issues contributed to this event.